Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate therapy. Several anti-tachycardia pacing (atp) and shocks. Evidence suggests tachycardia therapy exhaustion. Caller and boston scientific technical services (ts) discussed about device settings. Troubleshooting provided for therapy optimization. Remains in service. No adverse patient effects were reported.